Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown. Customer stated that they had to change battery more than once in every 7 days. Customer also stated that the insulin pump had crack at the end of the screen, all around the battery to the back. Customer stated that the insulin pump received random or unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification. No unexpected low battery alarm anomalies. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case from display window corner, cracked case, cracked reservoir tube lip, broken belt clip slot and cracked case from reservoir tube window corner. The test infusion set and reservoir does lock into place. (B)(4).